Event description:
It was reported that the fenestrated area of the outer cannula on one (1) size 8 fen, fenestrated low pressure cuffed tracheostomy tube was distorted and was "no longer cylindrical" . This was visually detected prior to device use. A second 8 fen device was available with no add'l problems reported. There was no direct pt involvement. The 8 fen device was returned to the MFR for identification, analysis and investigation on 3/2/98. Device evaluation results are recorded on section h. Of this report.